Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was told that the device would last ten years. Recently, they were told that it will only last two years. The patient also stated that he has seen the physician twice since the implant and everything seemed fine. The device remains in use. No patient complications have been reported as a result of this event.